Manufacturer narrative:
A photograph was provided by the facility. The photograph shows the y-fitting with the product type and serial number. A portion of the extracorporeal tubing is also visible and is observed to be filled with blood, indicating there is a leak in the iab catheter. No decon or visual inspection performed since product was not returned and could not be evaluated. Based on the photographic evidence provided by the facility, the reported leak is confirmed, however, without the return of the device, we are unable to determine when this may have happened. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iab rupture occurred. It was noted that blood may have backed up to the cardiosave intra-aortic balloon pump (iabp). There was no reported injury or adverse event to the patient. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02229.

Manufacturer narrative:
Occupation: lead biomedical engineer. Event site full name: (B)(6). Additional reporter: (B)(6), material cost specialist / (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.